Event description:
There was an allegation of a questionable elecsys troponin t gen 5 result from the cobas e 801 analytical unit. The initial result was 16.5 ng/l. A new sample was collected, and the result was 6.0 ng/l, accompanied by a data flag. The initial sample was repeated with a result of 7.6 ng/l. The result from the second sample was much lower than the initial, which prompted the customer to repeat the original sample. The repeat results were deemed to be correct because they matched the patients history.

Manufacturer narrative:
The elecsys troponin t gen 5 reagent lot number is 82723901, and the expiration date is 30-apr-2026. The qc and calibration were passing at the time of the event. In the alarm trace history, there were alarms for sample clot detection, sample foam detection, sample short, abnormal aspiration (sample pipetter s1), and sample probe: abnormal aspiration errors. These alarms are consistent with poor sample quality. A field service engineer (fse) determined that the sipper probe on the measuring channel was slightly bent. The fse replaced the sipper and verified the instrument by performing precision testing and checks. No further issues were reported after the service visit. The investigation determined that the service action resolved the issue.